Event description:
Customer contacted us on 08/09/2023 to report a false positive result. Customer took a lucira covid -19 and multiple antigen tests and all of them gave a negative result. Customer mentioned that she was going to take a pcr lab test. However, she has not replied back to our follow-up email.

Manufacturer narrative:
This investigation is based on the available information captured in the complaint details. The issue of "false positive" was reported. No harm(s) were reported. Based on a review of the risk management file for the lucira covid-19 & flu test kit, false positive test results are a known possible failure; refer to fmea009 and fmea011. A supplemental report will be filed if any further investigation and/or additional information is obtained. This device is marketed under eua 220490. A DHR review cannot be completed as lot information was not provided. Based on the information above, no further investigation is required. A most probable root cause cannot be determined without returned product. Potential root causes include but are not limited to: low viral load, environment, improper collection/handling, device malfunction.